Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during the preparation of debridement utilizing a versajet, the water did not flow from the tip, but flowed into the waste liquid tube. The surgery was completed with a surgical knife. No delay was reported. No other complications were reported.

Manufacturer narrative:
H3, h6: the device that was used in treatment was not returned for evaluation, with all information provided we have not been able to establish a relationship between the device and the reported event or determine a root cause. A document review was not performed because the serial number was not provided. A complaint history review found other related failures. The associated risk files contain the reported failure/harm or event. However, as no harm has been alleged then additional review is not required. Instructions for use (IFU) contains recommendations and precautionary statements for proper use of product. Factors that are known to contribute to the alleged fault/failure may be an obstruction or component failure. This investigation is now complete with no further action deemed necessary. Smith and nephew will continue to monitor for any adverse trends relating to this product range.

Manufacturer narrative:
The information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.